Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a right ventricular assist device (rvad) implanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported right heart failure cannot be conclusively determined through this investigation. The patient was implanted with (B)(6) as a left ventricular assist device on (B)(6) 2022 and was later implanted with (B)(6) as a right ventricular assist device on (B)(6) 2022. The account communicated that the cause of the patient¿s right heart failure is unknown; however, it is not considered to be device related. The patient remains ongoing on (B)(6). Due to hospital policy, no further information regarding the event will be provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the heartmate 3 for approved use as a left ventricular assist device, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), rev. G, contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the cause of the patient¿s right heart failure is unknown; however, it was not considered to be device related.